Manufacturer narrative:
The customer replaced the arc probe [part 08c94-42] on the architect i2000sr analyzer. This probe was determined to be the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This issue was previously reported under MDR number 3002809144-2018-00407 and under MDR number 02809144-2018-00406 under different suspect devices (reagent architect anti-hbc ii and architect anti-hcv).

Event description:
The customer observed multiple (B)(6) anti-hcv and anti-hbc results while using architect i2000sr analyzer. The following data was provided. Anti-hcv: sid (B)(6), initial (B)(6), repeat (B)(6). Anti-hbc ii: sid (B)(6), initial (B)(6), repeat (B)(6). Sid (B)(6), initial (B)(6), repeat (B)(6). Sid (B)(6), initial (B)(6), repeat (B)(6). Sid (B)(6), initial (B)(6), repeat (B)(6). Sid (B)(6), initial (B)(6), repeat (B)(6). Sid (B)(6), initial (B)(6), repeat (B)(6). No impact to patient or donor management was reported.